Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare provider reported a left side rupture. Healthcare professional later reported capsular contracture, baker grade iii and "developed hardening and tightening of the left breast implant capsule." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and "developed hardening and tightening of the left breast implant capsule."